Event description:
It was reported that the electrosurgical generator was not working and during primary inspection found that after software update error e433 occurred. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.